Event description:
Additional information received reported that the lead will not be returned, customer refused return.

Manufacturer narrative:
H6. Code belongs to lead. B20 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that high impedance was identified post-op. The issue was reported as being resolved. Additional information received from a manufacturer representative. When asked what actions were taken that resolved the high impedance issue, "replace" was the answer. The cause of the impedance issue was not determined.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial #: (B)(6), implanted: (B)(6) 2026, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 21-aug-2029, UDI #: (B)(4). G2: the country of origin is china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.